Event description:
The reporter stated that, during routine testing, the device would only discharge the defibrillator when only one of the discharge buttons were depressed. The technician swapped the hard paddles and the reported malfunction recurred. There was no pt use associated with the reported malfunction.